Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. The lot numbers used were c91747 and c22917. During the placement procedure, 2 devices had bent tips. The physician used a new essure kit and both sides were successfully occluded. The patient was hospitalized for observation due to 1000ml procedural fluid deficit. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who was hospitalized for observation due to 1000 ml of fluid deficit during essure (fallopian tube occlusion insert) insertion procedure. This event was considered serious due to hospitalization and is listed according to essure's reference safety information. During essure placement procedure, there is a risk of fluid absorption due to the solution used for distention of the uterus during hysteroscopy. This risk is inherent to any hysteroscopic procedure and is not unique to essure. To reduce risk of hypervolemia, hysteroscopy must be terminated if distension fluid deficit exceeds 1500cc or hysteroscopic time exceeds 20 minutes. In this particular case, although fluid deficit was 1000ml the patient was hospitalized for observation. Further information about the procedure and patient's outcome will be requested; however based on the available information and as the reported event occurred in association with essure procedure causality cannot be excluded and due to the reported hospitalization this case was considered an incident. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up from 18-jun-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who was hospitalized for observation due to 1000ml of fluid deficit during essure (fallopian tube occlusion insert) insertion procedure. This event was considered serious due to hospitalization and is listed according to essure's reference safety information. During essure placement procedure, there is a risk of fluid absorption due to the solution used for distention of the uterus during hysteroscopy. This risk is inherent to any hysteroscopic procedure and is not unique to essure. To reduce risk of hypervolemia, hysteroscopy must be terminated if distension fluid deficit exceeds 1500cc or hysteroscopic time exceeds 20 minutes. In this particular case, although fluid deficit was 1000ml the patient was hospitalized for observation. Further information about the procedure and patient's outcome will be requested; however based on the available information and as the reported event occurred in association with essure procedure causality cannot be excluded and due to the reported hospitalization this case was considered an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 13-mar-2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Lot number c91747 (production date 30-jul-2014; expiration date 31-jul-2017). Lot number c22917 (production date 12-feb-2014; expiration date 28-feb-2017). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch records and confirmed that final product testing for these lots was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. The batch documentation of the reported batches was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect and handling error. No further ae case reports have been received to date with batch number c22917. No similar ae case reports have been received to date with batch number c91747. No batch signal could be identified. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a casual relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who was hospitalized for observation due to 1000ml of fluid deficit during essure (fallopian tube occlusion insert) insertion procedure. This event was considered serious due to hospitalization and is listed according to essure's reference safety information. During essure placement procedure, there is a risk of fluid absorption due to the solution used for distention of the uterus during hysteroscopy. This risk is inherent to any hysteroscopic procedure and is not unique to essure. To reduce risk of hypervolemia, hysteroscopy must be terminated if distension fluid deficit exceeds 1500cc or hysteroscopic time exceeds 20 minutes. In this particular case, although fluid deficit was 1000ml the patient was hospitalized for observation. Further information about the procedure and patient's outcome will be requested; however based on the available information and as the reported event occurred in association with essure procedure causality cannot be excluded and due to the reported hospitalization this case was considered an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is expected.